Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve deployed too deep in the annulus. With attempted adjusting of the valve higher into the annulus, the valve dislodged out of the targeted location. The physician retrieved the valve to the sheath but one of the frame loops detached from the delivery catheter system (dcs) tab and could not be resheathed. It was decided to surgically remove the valve which was lodged in the sheath by the vascular surgery team. The patient had no valve implanted and no complications. It was reported that the patient is doing well.

Manufacturer narrative:
Product analysis: the product was returned for analysis. Upon receipt at medtronic's quality laboratory, the device was noted to be desiccated and damaged. Analysis determined the device had been cut, bent and squeezed together during explant. The investigation is ongoing. Details of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
The product has not been returned for analysis, however, the return has been requested. Cine images have been requested. The investigation is ongoing. A supplemental report will be filed upon completion of the analysis and investigation. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No conclusion could be drawn from analysis of the returned valve. It cannot be determined from the available information whether the valve was placed lower than intended or if it was only determined during intervention that the valve was too low. It cannot be determined if the valve was ultimately placed lower than intended as no procedural video images were available to review for analysis. A root cause of the low implant depth (too deep) could not be determined from the information available. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique as well as other pre-existing patient conditions. Potential factors that can influence a valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of others. In this case, due to the attempt of adjusting the valve higher into the annulus, the valve dislodged out of the targeted location. Dislodgement events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Per core valve instructions for use (IFU), ¿once deployment is initiated, retrieval of the bioprosthesis from the patient (e.g., use of the catheter) is not recommended. Retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ in addition, the core valve IFU states the following: ¿ ¿during deployment, the bioprosthesis can be advanced or withdrawn as long as annular contact has not been made. Once annular contact is made, the bioprosthesis cannot be advanced in the retrograde direction; if necessary, and the frame has only been deployed =2/3 of its length, the bioprosthesis can be withdrawn (repositioned) in the antegrade direction. However, use caution when moving the bioprosthesis in the antegrade direction.¿ ¿ ¿use the handle of the delivery system to reposition the bioprosthesis. Do not use the outer catheter sheath.¿ ¿ "once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." ¿ "do not attempt to retrieve a bioprosthesis if any one of the outflow struts is protruding from the capsule. If any one of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn."